Event description:
It was reported that during a clinic visit the right ventricular lead exhibited very small r-waves due to dislodgement. The lead was explanted and replaced. No additional information was available.

Manufacturer narrative:
Analysis was normal, no anomalies were found.